Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper flanks on (B)(6) 2015 using coolcurve+ applicator, to lower abdomen on (B)(6) 2015 using coolcore applicator. The patient was also treated to lower abdomen on (B)(6) 2016, there were two applicators used on that day, coolcore and coolcurve+, but it is unknown which applicator was used to treat which area. The patient developed paradoxical hyperplasia (pah/ph) 2 months after 2nd after treatment. Ph was described as "unnatural bulges on the area treated like a ball popping out on each side", and firm. On (B)(6) 2016, the patient was assessed by a physician who diagnosed the patient with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper flanks on (B)(6) 2015 using coolcurve+ applicator, to lower abdomen on (B)(6) 2015 using coolcore applicator. The patient was also treated to lower abdomen on (B)(6) 2016, there were two applicators used on that day, coolcore and coolcurve+, but it is unknown which applicator was used to treat which area. The patient developed paradoxical hyperplasia (pah/ph) 2 months after 2nd after treatment. Ph was described as "unnatural bulges on the area treated like a ball popping out on each side", and firm. On (B)(6) 2016, the patient was assessed by a physician who diagnosed the patient with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.